Event description:
Notified by dsd product complaint(98000019) of this event. According to the reporter, blood was found leaking from the top of the dialyzer at an unnoted time during dialysis. Estimated blood loss reported 100 ml. From the actual leak. The dialysis was stopped, the pt was rinsed back and a new dialyzer was prepared for treatment. There were no adverse effects to the pt and the treatment was restarted. The complaint dialyzer was later examined and a fine crack was found at the base of the blood inlet port (on header). The dialyzer had previously been used for 34 times without incident. Policy for exterior cleaning of the dialyzer with reuse is bleach 1:100 solution. Complaint dialyzer discarded by user facility. 1 or 2 complaints. MDR filed due to reported blood loss.